Event description:
It was reported that the customer jumped in the water while wearing the insulin pump and the device had a blank display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion on the radio frequency board, interface board, and motor home switch.